Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hair in the packaging was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl powerpicc solo catheter kit. The csr wrap was unfolded and a hair was found between the folding flaps of the csr wrap. The rest of the kit was inspected, but no other foreign material was identified. The opened state of the sample made it difficult to assess when and where the hair was introduced into the kit. The reported event has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported when we opened the PICC and moved the sterile gown and max barrier there was a large black hair across the tray. The patient and inserter have very short hair and I have long blondish hair. The inserter and myself were wearing hair coverage. No further information was provided.